Manufacturer narrative:
Product ID: neu_tunnelingtool, product type: accessory. (B)(4).

Event description:
It was reported that it was the ¿third or fourth¿ tunneling tool that broke in that month. There were no patient symptoms or complications associated with the event.